Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 250 mcg/day) via an implanted pump. The patient¿s medical history was reported to be spasticity. The indication for pump use was intractable spasticity. It was reported that at the pump refill visit today ((B)(6)2019), there was a reservoir volume discrepancy. The expected residual volume was 2 ml, and the actual residual volume was 18 ml. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was refilled with 20 ml of new drug; x-rays were being ordered of the pump and catheter; and the patient was being referred to the surgeon for troubleshooting and possible pump replacement. The issue was not resolved at the time of this report, and it was indicated that the hcp had no further information regarding the event at this time. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.